Manufacturer narrative:
Manufacturing site: (B)(4). When the device was returned to the manufacturer, a reportable malfunction was recognized for the first time; therefore, the date of this report and the date received by the manufacturer were considered the date the device returned. The sasuke catheter was returned for evaluation. The returned catheter had its outer shaft tube composed of a middle tube and proximal tubes split into two parts and the underneath core wire and the inner tube were exposed. At approximately 45mm from the tip, the exposed inner tube was found crushed. Microscopic observation of the split end of the shaft outer tube found that split occurred at the welded joint of proximal and middle tubes; characteristics of ductile rupture was shown at the split end of the middle tube. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that tensile stress generated with removal had most likely contributed to the observed split of the outer shaft tube of the returned sasuke catheter. The applied stress would exceed the product design limit and tear the welded middle and proximal tubes apart at its junction likely when local bending stress was generated by tortuous anatomy. As the bending stress made the inner tube crush, the concomitant guide wire failed to be advanced through the catheter. Later applied tensile stress generated with removal caused the inner tube to become elongate, resistance between the guide wire and catheter increased, and the outer tube became split. It was concluded that this event was not attributed to product quality. The instructions for use (IFU) states: [precautions] this product must be manipulated while checking this product's motion under high-resolution x-ray fluoroscopy. In addition, if any resistance is felt during the manipulation of this product, interrupt the manipulation, and check the cause under high-resolution x-ray fluoroscopy; and, [malfunction and adverse effects] damage.

Event description:
It was reported that a guide wire did not go thought an asahi sasuke dual-lumen catheter during a pci to treat a cto in the lad #7 and a stenosis in the lad #9. The catheter was used to protect #9 without problem. After stent deployment, the catheter was once again used to re-wire the stented lesion. When a guide wire was delivered through the catheter, it would not go further from a certain point of the catheter. A new sasuke was replaced to resume the procedure. The pci was successfully completed with reestablished blood flow. The patient after the procedure was fine without adverse event associated with this event.